Event description:
It was reported that one day after implant, oversensing on the ventricular channel and high impedance were observed. The pocket was opened in 2008 and the lead was re- inserted into the device header. Values were normal at this time and the device remains implanted.

Manufacturer narrative:
No medwatch form was received.